Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 974 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2016 it was reported that the patient started hearing the pump alarm today. Initial interrogation of the pump noted a motor stall occurred. As the patient started hearing the alarm today, the hcp believed it started today. The patient had not recently had an MRI. At this point, the patient did not want to replace the pump as he didn't think it had been very effective for him, so the hcp updated the pump to minimum rate mode. The hcp planned to put the patient in the hospital to transition him over to oral baclofen. Additional information was received on 01-sep-2016 from the hcp and it was reported that the motor stall occurred on (B)(6) 2016 and the patient started experiencing the lack of effect at the same time. Per the hcp, the lack of effect was related to the pump motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.